Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a non-calcified and moderately tortuous left anterior descending artery (lad). The lesion was predilated with a 2.25x15mm non bsc balloon. A 2.75x32mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Over 18 years old. (B)(4).